Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the casting inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided of the elevated metal ion levels may be consistent with a reaction to metal debris. However, the source cannot be determined with the available documentation. The root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed. It is a known complication of joint surgeries and is related to the procedure and not the device. Impact to the patient other than the surgery cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Right hip revision surgery was performed due to pain, metallosis and elevated levels of cobalt and chromium.